Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: none. It was reported that a 2.25x8mm pixel was deployed in 2006. At a follow-up four months later, in stent restenosis was observed; therefore, percutaneous coronary intervention was performed. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation-product performance engineering reviewed the incident information. There was no report of any device malfunction. Restenosis, as listed in the instructions for use, is a known adverse event associated with coronary stenting, and is considered to be foreseeable and clinically acceptable in view of patient benefit. Review of the device manufacturing records showed that the lot met all manufacturing criteria.